Manufacturer narrative:
(B)(4). Event evaluation: a review of dimensional verification, complaint history, instructions for use (IFU), quality control and specifications and a visual inspection of the returned product was conducted during the investigation. The visual examination revealed a significant kink in the coil approximately 2 turns from the distal end of the coil. There was approximately 8mm of the coil at the distal end that were not coiled and would not re-coil as noted by the customer. The remaining length of the coil did show proper coil diameter and did recoil as intended after being stretched out by hand. It is possible to suggest that the noted kink near the distal tip could be caused by either the coil migrating out of the holder during shipping or possibly when the coil was snared and retrieved. We are unable to determine with certainty the root cause of the difficulty experienced. There is no evidence to suggest that the device was not manufactured to specification. The device is shipped with IFU which gives device description, warnings, precautions, product recommendations and instructions for placement and use of the device. The IFU includes the instruction "perform final angiogram to confirm coil position within target vessel." We have notified the appropriate internal personnel and will continue to monitor for similar events.

Event description:
During the procedure, the device did not deploy properly. When the device was released, it did not coil. The complaint device was removed with a snare. A new device (unknown make and manufacturer) was used to complete the procedure. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Changed to "serious injury." **** event evaluation **** a review of dimensional verification, complaint history, instructions for use (IFU), quality control and specifications and a visual inspection of the returned product was conducted during the investigation. . The visual examination revealed a significant kink in the coil approximately 2 turns from the distal end of the coil. There was approximately 8mm of the coil at the distal end that were not coiled and would not re-coil as noted by the customer. The remaining length of the coil did show proper coil diameter and did recoil as intended after being stretched out by hand. It is possible to suggest that the noted kink near the distal tip could be caused by either the coil migrating out of the holder during shipping or possibly when the coil was snared and retrieved. We are unable to determine with certainty the root cause of the difficulty experienced. There is no evidence to suggest that the device was not manufactured to specification. The device is shipped with IFU which gives device description, warnings, precautions, product recommendations and instructions for placement and use of the device. The IFU includes the instruction "perform final angiogram to confirm coil position within target vessel." We have notified the appropriate internal personnel and will continue to monitor for similar events.

Event description:
During the procedure, the device did not deploy properly. When the device was released, it did not coil. The complaint device was removed with a snare. A new device (unknown make and manufacturer) was used to complete the procedure. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the procedure, the device did not deploy properly. When the device was released, it did not coil. The complaint device was removed with a snare. A new device (unknown make and manufacturer) was used to complete the procedure. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.